Event description:
The customer performed their own event log review for an over infusion of propofol that they have determined occurred because the intended dose was entered into the rate field. Reportedly this occurred three times during the same infusion; the intended initial programming was for propofol 10mg/ml in a 30ml syringe to infuse at 100mcg/kg/min. The user entered the value ¿100¿ into the rate field rather than the dose field, which resulted in a calculated dose of 1984mcg/kg/min. Although a guardrails soft limit occurred, it was overridden. The rate was later increased to 250ml/h and finally 200ml/h. Each time, a guardrails alert occurred and was overridden. Reportedly, the infusion was discontinued when the clinician realized that 24.5ml had infused; however, the patient became apneic and hypotensive, was intubated, ventilated, and monitored in the pacu, and was extubated when normal spontaneous respirations returned. There was no lasting harm and the patient was discharged from the hospital the same day.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer declined sending in the devices and/or event logs for failure investigation. The root cause of this failure was not identified.